Event description:
It was reported the patient's ipg was inoperable and completely dead. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Corrected data: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating surgical intervention took place where the ipg was explanted and replaced to address the issue, and effective stimulation was restored.